Manufacturer narrative:
G4 22may2020. B4: 22may2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that the touchscreen did not work properly when integrated with the user interface. There was also an issue noted with touchscreen calibration and finite control. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16feb2020. B4: (B)(6)2020. The touchscreen was replaced due to the touchscreen being damaged and not working. The navigation ring was also not working and was replaced. The motor controller board was replaced to address a cooling fan speed error as well as the blower stall. The power cord had insulation damage and was also replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16feb2020. B4: (B)(6)2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit declared the failures originally reported along with additional failures (auxiliary supply failure, backup alarm failure). The fse replaced the bezels, touchscreen, motor controller board, power cord and power management board to address the reported failures. The issues were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 08jun2020. Date of report: 09jun2020. The power cord was returned for failure analysis. A visual inspection showed that the cord had a ground pin missing and the insulation at the jack end was displaced from the jack. The complaint was verified. The root cause was determined to be physical damage to the cord assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jun2020. B4: 24jun2020. The motor controller (mc) board was returned for failure analysis. A visual inspection revealed no anomalies. During testing, the 35 volt failure was verified. The root cause was traced to the l2 component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28mar2020. B4: 20apr2020. The motor controller (mc) board was returned for failure analysis. During a visual inspection, no anomalies were noted. During testing, it was determined that the board had a component (l2) failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jan2020.

Event description:
It was reported that the unit is constantly rebooting and declared multiple errors (35 volt failure, alarm light emitting diode (led) failure, blower error).